Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to defective board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus hf unit was automatically restarting during routine maintenance. There was no patient involvement during this event. During the device evaluation, it was discovered that the unit was displaying an e433 error code. This report is being submitted to capture the e433 error code found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the unit was producing an e433 error code due to a faulty printed circuit board. Additionally, it was clear that the device had been operated on by a 3rd party as several screws had been replaced and the washers were missing. If additional information becomes available following the device evaluation, a supplemental report will be filed.